Event description:
Patient was revised to address a tight knee. The patella was also loose, cracked, and worn.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.